Event description:
A physician was performing a procedure in the catheter lab and a technician was expelling fluid manually via the plunger from the syringe. During the manual flush, the syringe began to leak through the side of the barrel due to a 1 1/14 inch crack along the barrel of the syringe, near the scale marking. The physician was splashed in the face and mounth with the syringe contents (which included the patient's blood and saline). The physician was not wearing a mask, but was wearing goggles.

Manufacturer narrative:
The actual sample was not returned for investigation. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level.